Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module/us probe fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module/us probe. In addition, our technician confirmed that the control body broken, the lcb (light carrying bundle) broken, the lcb distal cover glass broken, the insertion flexible tube buckled, the light guide cable buckled, the light guide cable for control body buckled, the distal end with ccd module/us probe cracked, the control body cracked, the objective prism cracked, the lg prong corroded, the insertion flexible tube cut, the segment loose, and the segment worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).